Event description:
This is filed to report atrial fibrillation, hospitalization, heart failure, and atrial flutter. This study investigates the role of left atrial volume index (lavi) in patients with functional mitral regurgitation (mr) undergoing transcatheter-edge-to-edge mitral valve repair (teer). Outcomes were evaluated for all-cause mortality, residual mr and nyha class improvement. Additional adverse effects noted with the mitraclip device atrial fibrillation, hospitalization, heart failure, and atrial flutter. The study concluded that the impact of left atrial enlargement was relevant in patients in the early course of backward congestion for good long-term outcome after teer. Details can be found in the attached article, left atrial volume index and outcome after transcatheter edge-to-edge valve repair for secondary mitral regurgitation. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Date of event; implant date: dates estimated. The UDI is unknown due to the part/lot number was not provided. The additional patient effect of deaths reported in the article are captured under a separate medwatch report. Literature attachment: article title: left atrial volume index and outcome after transcatheter edge-to-edge valve repair for secondary mitral regurgitation.

Event description:
N/a.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed because this complaint was based on an article, and no device/lot information was provided. Based on available information, causes for the reported atrial flutter, atrial fibrillation and heart failure could not be determined. Additionally, the reported patient effects of atrial flutter, atrial fibrillation, and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalizations were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.